Manufacturer narrative:
D9 - date received by manufacturer: 9-apr-2024. Device evaluation: one device was returned for investigation. Visual inspection found a shedding float switch, faulty pump, and corroded drain fitting. Functional testing found the pump is very noisy and eventually the device alarms and shuts the pump off confirming the customer complaint. The temperature of the device is out of calibration. Root cause was attributed to the pcb being out of calibration and the pump being faulty. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced the pump and recalibrated using pcb potentiometers.

Event description:
It was reported that the pump temperature is not correct, alarming at power on. When manually adjusted down, pump will not run. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.